Manufacturer narrative:
Please note that this complaint was also submitted to the FDA by the user facility. The following sections are being updated based on additional information included in the user facility report submitted to the FDA: 1. Section a. Box 2. Age at time of event. 2. Section a. Box 3a. Sex . 3. Section e. Box 4. Initial reporter also sent report to FDA. 4. Section g. Box 2. Report source, company representative (B)(6), health professional (B)(6), user facility (B)(6).

Event description:
The patient was undergoing a coil embolization procedure in the right lobe of the liver using a ruby coil, a non-penumbra microcatheter, and a diagnostic catheter. During the procedure, the ruby coil was partially placed in the target location when the coil unintentionally detached. The microcatheter was retracted such that the ruby coil was situated inside the diagnostic catheter. The physician attempted to push the coil out of the diagnostic catheter using a guidewire, but was unsuccessful. While removing the diagnostic catheter, the ruby coil fractured. The physician was able to remove most of the fractured coil from the diagnostic catheter by hand. The remaining portion of the fractured coil was left in the target location. The procedure was completed using additional ruby coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.